Event description:
The device's base unit appears to have melted and burned, due to an electrical short. Reporter noted that the blood glucose device had been improperly docked in the base unit still wet from cleaning. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.